Event description:
The patient tested her blood glucose on suspect device and it was 141mg/dl. She had been feeling weak. Went to hosp within 1 hour and device reading at hospital was 35mg/dl. The patient was admitted to the hosp and given a transfusion due to low blood and anemia.